Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es was selected for endovascular treatment. During the procedure, the device was used after passing the guidewire through, but due to severe calcification, the balloon ruptured at 7 atmospheres during the second inflation. Inflation was then performed using a new one of the same device, the size was increased, and the procedure was completed. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.